Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported 3 days ago their device wouldn't hold a charge and then they would go to charge it and it couldn't find it and then it worked for a while and then the controller was dead and they had to reset and charge the controller and now it can't find the device. Agent asked clarifying questions and determined the patient was seeing no device found. Patient confirmed no visible damage to the recharger. Patient connected the recharger; no device found displayed. Patient tapped recharge and entered passive recharge mode with 97-98-98. While still on the call, batteries screen displayed with controller at 100% and implant at 30%, recharging excellent. Agent reviewed charge duration and advised patient to continue charging implant to full. Agent reviewed turning on stimulation once implant was charged.